Event description:
It was reported that the catheter became stuck on the guidewire. A 1.25mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure to treat a heavily calcified left anterior descending coronary artery. The rotapro became stuck on the rotawire, and the burr would not rotate. The device was exchanged with no issues. No patient complications were reported, and the patient had a successful intervention. It was further reported that the issue occurred outside the patient during device testing. The devices were exchanged to another of the same rotapro catheter and a rotawire guidewire

Manufacturer narrative:
Device evaluation by manufacturer: the returned complaint device consisted of a rotapro device. The burr catheter was received attached to the advancer unit. The rotawire was not returned. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The coil is stretched and kinked at the handshake connection preventing a rotawire to be able to advance through the device. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter became stuck on the guidewire. A 1.25mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure to treat a heavily calcified left anterior descending coronary artery. The rotapro became stuck on the rotawire, and the burr would not rotate. The device was exchanged with no issues. No patient complications were reported, and the patient had a successful intervention.